Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The manufacturer representative (rep) called with the patient and the physician assistant (pa) on speaker. The rep said the patient had been unable to feel stimulation, but when they checked impedances everything came back normal. The patient confirmed a lack of stim sensation. The patient said they could always feel stim for 15-20 seconds after adjusting the settings before it would subside, but now they no longer felt stim at all. When asked for an event date, the patient initially said it was about two months ago, along with a return of urinary frequency (going 20-25 times per day). Later on in the call, the patient said it could have been longer than two months. The patient explained they got their implant in november of 2024 and it was fine, then just "went haywire." The pa commented that the patient was seen for an appointment a couple weeks ago and had a difficult time getting the e xternal equipment to connect. The pa said it wouldn't connect so they had to start over by powering off the equipment then back on, and then it would connect. At that same appointment, the pa said they went through all the programs and got as high as about 8.5 ma, but the patient was still unable to feel stim. The pa also said they adjusted the pulse width and rate, but still minimal to no sensation or symptom resolution. The rep did an impedance check while on the call and confirmed again seeing all good impedances. The rep confirmed they did not go into each contact to look at the values. The rep did so on the call and they were as follows: electrode 0- case 498, 3 is 725, 2 is 711, 1 is 673 electrode 1- case 502, 3 is 702, 2 is 643, 0 is 673 electrode 2-case 420, 3 is 560, 1 is 643, 0 is 711 electrode 3- case 397, 2 is 560, 1 is 702, 0 is 725. It was reviewed that although case was not out of range, it was a bit low. The patient denied having any falls or traumas to the area or having any imaging/medical procedures. The patient could not identify anything that could have triggered this event. This was the point in the conversation where patient became uncertain of two month time frame and said it could have been longer. The pa inquired about fluid infiltration and it was reviewed that it could potentially affect the impedance values. The rep said no imaging had been obtained as of yet. It was reviewed that it was still an option to do so to get a visualization of the system. The possibility of having a revision/replacement and having the ins sent back to the manufacturer for analysis was reviewed.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31mg1, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Product ID tm90q0, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the device not working and the inability to feel stimulation was due to the lead being out of place. It was unknown why the lead was out of place. The patient was scheduled for a revision on (B)(6) 2025. The issue was not yet resolved. The cause of the difficulty getting the external equipment to connect and the case being a bit low but not out of range was not determined.

Manufacturer narrative:
Please note that the communicator was incorrectly system reported on previous rr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they are "not sure where the (B)(6) date came from" and further noted "the first time I ever had contact with this patient was on (B)(6). I called into pats with the patient and midlevel provider in the room with myself. I put all 3 of us on speakerphone to pats. This was on (B)(6) at approximately 3:48pm est. I have had no other prior contact with this patient." When the rep was asked to clarify the statement "the implant just went haywire" the rep noted "I do not know who said, 'the implant just went haywire.' I never saw a device malfunction. The patient is not feeling any therapy when testing up to 12.5ma." When asked if the issue was caused by normal battery depletion, the rep indicated "no. Battery level okay." The rep noted that the cause of the device not working was not determined and no likely cause was given by the rep. When asked the steps taken/will be taken towards resolution, the rep noted "turned device off. Referred back to pa (physician's assistant) provider and surgeon. Suggested imaging of pelvic." It was unknown to the rep if this issue has been resolved. When asked the cause of the difficult time in getting the external equipment to connect, the rep indicated the cause was not determined and noted "I could connect to device using patient's own communicator and programmer. I could not connect to patient's device using my own th90qfa." The rep noted the likely cause was unknown and the steps taken/will be taken towards resolution as being "device remains off." It was unknown to the rep if this issue has been resolved. When asked the cause of both no longer being able to feel stimulation as well as the cause of the "case being a bit low, but not out of range" as being unknown and no likely cause of either issue was reported. The rep indicated that the steps taken/will be taken towards resolution for both of these reported issue as being "device remains off." It was unknown if the issues have been resolved. The rep clarified in the e-mail that "thi s event was only reported last week. Was going to give provider time to devise a plan and/or order imaging."